Manufacturer narrative:
Medtronic received the following information from a journal article entitled;endovascular treatment of spontaneous and isolated infrarenal acute aortic syndrome with unibody aortic stent-grafts pecoraro f, dinoto e, mirabella d, ferlito f, farina a, pakeliani d, lachat m, urso f, bajardi g. World journal of surgery (2020) 44:4267¿4274 https://doi.org/10.1007/s00268-020-05754-1. If information is provided in the future, a supplemental report will be issued.

Event description:
Non mdt unibody stent-grafts were implanted in 21 patients in the endovascular treatment of spontaneous acute aortic syndromes. 2 patients had proximal endurant stent grafts extensions implanted. The following adverse events were reported; common femoral artery occlusion on 2nd post-operative day 1 patient death was reported due to a non aortic related reason at 21 months.